Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower signal to open the door did not go through. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door had failed. A field service engineer (fse) performed troubleshooting and isolation, identifying a faulty port or connection on the door controller board. The fse replaced the drawer controller, verified the issue could not be recreated, and all connections and functions were verified. The user confirmed successful operation through inventory counts. The system functioned as intended after the field service engineer repaired the device.